Manufacturer narrative:
Additional information indicated that the correct date the manufacturer received information that a reportable event had occurred was (B)(6)2017, not (B)(6)2017 as initially reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain. The patient reported that during her trial a manufacturer¿s representative (rep) was concerned she didn't feel stimulation. The patient reported that the rep kept increasing until it felt like the patient was being shocked, so she lowered stimulation. The patient reported that at the end of the trial, the patient had an x-ray and they determined that the lead had moved down to c6, c7. No further complications were reported.